Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called in for assistance decreasing stimulation. The healthcare provider had set the stimulation too high and stimulation was uncomfortable. It was reviewed how to decrease stimulation. After decreasing stimulation, the patient confirmed it was comfortable. They stated the ins had moved a little to the left, but the ins site was not uncomfortable, it just felt funny. The healthcare provider had checked the ins site and said it was ok. The patient noted hey had been walking and had lost some weight. They said the device had really helped their bladder.